Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "during the weekly medication, saline solution leaks from the insertion point. We proceed with the retraction of the small part and a fissure is found at 8 cm (3 cm from the insertion point). It was necessary to remove the device and repeat the positioning of another device." No other information was provided.